Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04173. It was reported that the patient was having symptoms of an infection during a trial. The patient reported fever, chills and pain at the procedure site. The patient was hospitalized and received a pic line to treat the infection. The trial was ended early and the leads were removed.